Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the monitoring device had a "low o2 unstable" error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. During functional testing, there were no error messages displayed during the hi/lo calibration. The device is operating within factory specifications. Unable to duplicate the problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.